Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the reported issue occurred prior to a procedure on (B)(6) 2022, and the procedure was completed with a similar device with no delay or health hazards. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was noted, the reported issue was caused by a failure of receiving video connectors. However, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the image did not display due to a video connector failure. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the image visera elite video system center did not appear (including momentary blackout). There was no harm or user injury reported due to the event.